Event description:
It was reported that the closure device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and after meeting all release criteria, the physician released the closure device in the laa. After the closure device was released, it moved more proximal. The physician made the decision to remove the closure device. The was and a non-boston scientific device were used to recapture and remove the closure device from the patient. The procedure was ended and no closure device was implanted in the patient. There were no patient complications that were reported to have occurred as a result of this event.